Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4), (received at (B)(4) on 2022-11-18). The evaluation at (B)(4) confirmed the reported image error (green and purple image) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. Furthermore, cuts in the gray protection hose were determined. These are most likely attributable to improper handling but are not related to the reported image error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during reprocessing the video telescope was found to display a green image while nearby objects were displayed in purple. Furthermore, scratches were found on the video cable. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.